Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown.no device or device photo was returned for investigation. Functional and visual testing could not be performed and no confirmation due to no device returned. Due to this, no root cause was determined. A device history record could not be completed as no lot number was received.

Event description:
It was reported the nurse inserted the IV in pre-op, the IV/tubing was leaking lactated ringers (lr) IV fluid. Registered nurse disconnected and reconnected the tubing from the IV hub multiple times and it continued to leak lactated ringers from the IV hub. There was patient involvement and unknown patient harm/adverse event reported.